Event description:
Per the clinic, the patient experienced an impedance issue and open circuits were noted across the electrode array. There are plans to explant the device and to reimplant the patient with a new device. The device was subsequently explanted on (B)(6) 2026, and the patient was re-implanted with another cochlear device during the same surgery.